Event description:
As reported by the user facility: material #8713060u, serial #(B)(4). Under infusion - "when the IV is infusing only half of the bag is going in. This is happening a lot. Never with the same pump or nurse. We can't duplicate this in the shop." Ref MFR report 9610825-2013-00242.